Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2101507, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. All records were reviewed for the reported lot and results were found to be acceptable. Four retained samples from lot 22101507 were used for additional evaluation, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. H3 other text : see h.10.

Event description:
It was reported that connector c35-o became disconnected. The following information was provided by the initial reporter: it was reported patients line became disconnected from the clave and optima connector.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that connector c35-o became disconnected. The following information was provided by the initial reporter: it was reported patients line became disconnected from the clave and optima connector.